Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a right atrial (ra) lead the patient's atrium was stopped, had no signal and high output could not pace. The lead was removed and the physician decided to not use a ra lead. No patient complications have been reported asa result of this event.